Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: suction tube shows saline residues. Investigation summary: according to the information provided, it was reported that error message appeared on the generator : short circuit at the output. Electrode still functioned faultlessly at the beginning of the op , when using the bipolar function button , the error message appeared on the device. Electrode was then without function. No patient harm nor significant delay reported. Procedure finished with new device 225028. The device was received and evaluated. Visual inspection revealed that the electrode is in used condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the output shorted error appeared on the screen. The electrode will be sent to the manufacturer for further review. Manufacturer evaluation result for vapr tripolar 90 suction elect: device not returned in the original packaging. The active tip is in a used condition. No visible damage to the device. Procedural debris visible in suction tube. Electrical test result: the device passed all the parameters. Functional test was performed using vapr vue generator gml4808/4: the activation test showed output short error on ablate and coagulation mode. To further investigate the output short the device handle was opened to allow inspection of the internals. This revealed evidence of a leakage path down through the return tube which had left traces of saline residue. Manufacturer summary: from our investigation we were able to confirm a fault with the device. The device failed electrical and functional testing displaying an 'output shorted' error upon activation on both ablate and coag modes, as reported by the end user. The failure mode seen is consistent with previous tripolar complaint devices reported which exhibit 'output shorted' errors and investigated under CAPA cap-101709 caused by an insufficient amount of glue dispensed between the active shaft and the ceramic resulting in leakage path for saline to enter. Based on the minor risk level associated with this fault and low occurrence no corrections were deemed necessary from the CAPA investigation. During electrical & functional testing at cell 5, automatic 100% leak testing is performed for the tripolar electrode at process ID 500.19 & 500.20 which will detect the majority of failures with this defect. (B)(4). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. Complaint rates for this defect will continue to be monitored through standard complaint review channels. A DHR review has been performed for the complaint device lot number u2206093; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Electrical test. Functional test. CAPA-101709. Device history lot: null. Device history batch: null. Device history review: a DHR review has been performed for the complaint device lot number u2206093; no issues (ncrs or deviations) with the manufacturing process have been indicated.

Event description:
It was reported by the affiliate in germany that during an unknown procedure on (B)(6) 2022, a vapr tripolar90 suction electrode device was used with a generator. According to the report, an error message appeared on the generator: short circuit at the output. It was reported that the electrode still functioned faultlessly at the beginning of the procedure but when using the bipolar function button, the error message appeared on the device. It was reported that the electrode was then without function. During in-house engineering evaluation, it was determined that the suction tube showed saline residues. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.